Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17635. It was reported the pt is experiencing discomfort/pressure at her scs ipg pocket site upon sitting and alleges the scs ipg is moving within the pocket site. It was also reported the pt experienced a fall and has since been experiencing heating/burning at the pocket site at all times. F/u identified the pt's scs ipg was relocated from her left buttock to her abdomen. Additionally, per the MFR's records, the pt received a low energy replacement charging sys. Per the pt, the heating/burning at the pocket site resolved with the replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.